Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic event while driving. Prior to the incident, the patient was unaware of his glucose levels and could not recall whether the cgm device had issued any alarms or alerts before he lost consciousness. Emergency medical services (ems) arrived and performed a fingerstick blood glucose test, which showed a value of 34 mg/dl. The cgm receiver was not checked at that time for comparison. The patient could not recall whether ems administered any treatment to stabilize his glucose levels. The patient remembered being in the ambulance but lost consciousness again, waking up later in the hospital. While hospitalized, fingerstick tests were performed, though the patient could not recall the exact values. He reported that his dexcom receiver showed 40 mg/dl points from the bg. At an unspecified time later, he stated the cgm reading was 70 mg/dl during his hospital stay. The degree of inaccuracy between cgm and fingerstick readings was not described. The patient was unable to specify what medications were administered during his hospital stay but confirmed that he was discharged the following day. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.